Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had flickering image when using the original serial digital interface (sdi cable). The issue was identified during maintenance. There were no reports of patient involvement.